Event description:
During an off pump procedure, the device was loosing vacuum and unhooked. The hosp reported no pieces fell inside the pt. A replacement unit was used to complete the procedure. The hosp did not report any pt complications. The device was identified that the baffle was broken into multiple pieces. This is reportable malfunction.